Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The blood glucose reading at the time of admission was unk. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer didn't know if the basal rates were correct or not. Advised her to check with her doctor. The insulin pump passed the prime and high pressure test. Nothing further was reported.